Manufacturer narrative:
The device ws returned and evaluated. The evaluation results are as follows: the complaint about the needle button released is confirmed. The needle release button was in the unlock position, this state can affect the needle button to retract prematurely which then could contribute to a needle button released event.

Event description:
Patient reported today the needle button popping out before 24 hours.